Manufacturer narrative:
A visual evaluation of the returned injection gold probe¿ device noted no visual defects. An electrical load test was performed and the results were within the specification for the device. The reported complaint was not confirmed; device evaluation showed no evidence of either the alleged issue or any defect which could have contributed to the event. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used in the patient's stomach during a hemostasis procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the injection gold probe failed to transmit current. The procedure was completed with another injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of probe failed to transmit current. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ device was used in the patient¿s stomach during a hemostasis procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the injection gold probe¿ failed to transmit current. The procedure was completed with another injection gold probe¿. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.